Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent, a suprarenal extension and limb extension. Occlusion of the right limb was identified. On (B)(6) 2017, the physician elected to use a balloon expandable stent (non- endologix) to resolve the occluded limb. The patient is doing well. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of stent occlusion of the right limb. Clinical was able to find substantial evidence to support the following additional findings of; procedure-related, right femoral endarterectomy (surgical repair) and the endovascular repair of the occlusion with balloon expandable stents. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the inadequate stent graft patency and occlusion within the device was the off-label iliac anatomy (70% focal stenosis), cautionary product use conditions due to the chronically diseased iliac and femoral arteries and current tobacco use. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.